Event description:
It was reported the physician implanted a 25mm gore® cardioform septal occluder to treat a patent foramen ovale (pfo) on (B)(6) 2024. The device was stable following the procedure. On (B)(6) 2024, transthoracic echocardiography showed a shunt and the right disc appeared to be in the pfo tunnel. Transthoracic echocardiography on (B)(6) 2024 shows the device remains in place and the residual shunt is still visible. On (B)(6) 2024, percutaneous closure of the residual leak was attempted but was unsuccessful. The previously implanted device did not allow the second device to appose adequately to the septal rims. The device was retrieved without issue and the patient will be scheduled for surgical closure. There were no reported adverse effects.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: device failure or ineffectiveness requiring repeat atrial septal defect interventions or procedures. An echocardiographic image was provided for analysis. A gore® cardioform septal occluder is present and a shunt is visualized on the right atrial side. Due to poor image quality, it cannot be determined if the device is stable or if the discs are on the correct sides of the septum. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a 25mm gore® cardioform septal occluder to treat a patent foramen ovale (pfo) on (B)(6) 2024. The device was stable following the procedure. On (B)(6) 2024, transthoracic echocardiography showed a shunt and the right disc appeared to be in the pfo tunnel. The patient is scheduled for additional imaging in a couple weeks. To date, no reintervention has been planned. On (B)(6) 2024, percutaneous closure of the residual leak was attempted but was unsuccessful. The previously implanted device did not allow the second device to appose adequately to the septal rims. The device was retrieved without issue and the patient will be scheduled for surgical closure. There were no reported adverse effects.

Manufacturer narrative:
B5/b6. Corrected date of transthoracic echocardiogram. Correct date is (B)(6) 2024.